Event description:
Caller reported that the t:slim x2 pump battery was not charging and a power source alert was noted in the pump's history, designated as alert 07. Despite the initial problem, it resolved on its own, and there was no reported adverse impact on the customer's blood glucose level. The customer did not change charging supplies, and the pump began charging again without needing further assistance.